Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. It was reported that this was the first time the clinician had used the device and selected the incorrect size needle (15mm instead of 25mm), which likely caused or contributed to the reported issue. The ezio needle set IFU instructions state that "5mm of catheter (at least one black line) must be visible outside the skin. Important: the most accurate determinant of correct needle selection is use of depth markings. Black depth marks on each catheter function as depth measuring guides to determine soft tissue depth overlying bone." Teleflex marketing has provided guidance to the user on selection of the correct needle size and also offered an in-service training program. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the ez-io needle was placed and medications were infused. The device was removed. Four days after hospitalization, a circular burn-injury was noted on the patient's skin. Moist wound healing was performed on the patient. Thirteen days later, the user confirmed that the burn-injury on the skin changed to a circular scar. Twenty-one days later the scar was spontaneously resolved.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the ez-io needle was placed and medications were infused. The device was removed. Four days after hospitalization, a circular burn-injury was noted on the patient's skin. Moist wound healing was performed on the patient. Thirteen days later, the user confirmed that the burn-injury on the skin changed to a circular scar. Twenty-one days later, the scar was spontaneously resolved.